Manufacturer narrative:
The pump was received with missing segments/partial display due to a cracked/bleeding lcd and also received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of partial display. The customer's blood glucose reading was unknown. The customer's father stated that there is a black spot on half of the screen. The father stated that he inserted a new aaa type battery and the display is partial from the left top corner down to the bottom. The customer sated that there is a blank display of 1cm. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.